Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, lot #5747596. (B)(4).

Event description:
On (B)(6) 2018, two mentor smooth round moderate profile 575cc saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Analysis on the devices has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of saline breast prostheses is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch report is for the 1st of the 2 devices.

Manufacturer narrative:
On 08/14/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/30/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. There is no evidence that the issue is related with manufacturing. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).